Event description:
Patient received a 3.0x13mm cypher stent in the mid rca, a 3.0 x 13mm cypher stent in the mid lad, and a 3.0 x 18mm cypher stent in the prox. Cx. A dissection appeared in the prox. Lad, and a 3.0 x 13 cypher stent was used to treat it. Patient was discharged two days later. Approximately three years later, the patient had restenosis of mid rca and first diagonal. In addition, the angiography revealed a restenosis of 60% of the mid lad, and 70% stenosis (new lesion) of cx distal.

Manufacturer narrative:
This male patient had the following medical history: unstable angina ic, previous q-wave mi (inferior location, dd. 16-may-2003), hypercholesterolemia (for which patient is on medical treatment), ejection fraction 50%, previous smoker (stopped since 1988). Medication at baseline included: long acting nitrates, beta blocker therapy, aspirin, clopidogrel, heparin, lipid lowering agent, ace-inhibitor, statin (pravastatine 40mg started 2003). Lesion 1-1 was a segment of the mid right coronary artery (rca). Lesion characteristics are unknown. A 3.0 x 13mm cypher stent (lot number unknown) was successfully deployed at 10 atmospheres (atms). Lesion 1-2 was a segment of the mid left anterior descending (lad). Lesion characteristics are unknown. A 3.0 x 13mm cypher stent (lot number unknown) was successfully deployed at 10 atmospheres (atms). Lesion 1-3 was a segment of the proximal circumflex (cx). Lesion characteristics are unknown. A 3.0 x 18mm cypher stent (lot number unknown) was successfully deployed at 10 atmospheres (atms). A dissection appeared in the proximal lad. A 3.0 x 13mm cypher stent (lot number unknown) was used to treat the dissection. The patient was discharged two days later. Medications at discharge includes: long acting nitrates, beta blocker therapy, aspirin, clopidogrel, heparin, lipid lowering agent, ace-inhibitor, statin (patient continued taking since screening). Approximately three years later, the patient rehospitalized for angina. A repeat angiography was performed revealing restenosis of the mid rca and first diagonal. In addition, the angiography also revealed a restenosis of 60% in the mid lad and 70% stenosis (new lesion) of the distal cx. The mid rca was treated with a 3.0 x 15mm vision stent. Two products with the same catalog and unknown lot number are represented by this report. These devices crs 13300 (lot unknown) are distributed outside the united states; however they are similar to the unites states product cxs 13300 the products are not available for analysis. Additional information will be submitted within thirty days upon receipt.